Event description:
Reportable based on device analysis completed on 1feb2024. It was reported that visualization issued occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During pullback, a dark image occurred. Air was trapped and the image was not clear. The device was removed and flushed several times, but nothing changed. Three attempts were made to get into the lesion, but the screen became dark each time. The device was replaced with another of the same device to complete the procedure. There were no patient complications reported. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) medical center. The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section. The imaging window was not returned for analysis. Impedance testing showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing.